Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) leaked ifex mesna onto the floor during the infusion. The following information was provided by the initial reporter: patient came to atc for scheduled treatment of ifex/mesna. 1435: ifex started. 1439: ifex mesna noted to be leaking from phaseal injector and connector. Approximately 3cc of ifex noted to be on the floor. Infusion immediately paused. Patient kept safe and is on a stable condition, no other spills noted. Chemotherapy spill managed per protocol. Injector and connector replaced. Dr. Notified, and md stated that it is fine, okay to continue. No new orders received. Ifex restarted as ordered at 1446. Infusion monitored for any more leaking. No more leaks noted. Patient completed infusion as ordered. Patient was discharged on a stable condition.